Event description:
Report received from the u.s.a. Stating that the device had a rattling sound. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information is received, a supplemental MDR will be sent. Ref: (B)(4).